Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils did migrate') and pelvic pain ('bad pain/ painful/ pain like early labour') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), musculoskeletal discomfort ("lots of hip pressure"), menorrhagia ("I bleed 8 months straight") and autoimmune disorder ("autoimmune disease"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal distension, musculoskeletal discomfort, menorrhagia and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, device dislocation, menorrhagia, musculoskeletal discomfort and pelvic pain to be related to essure. The reporter commented: in a social media post that she was more comfortable standing than laying down. She was supposed to alternate ibuprofen and percocet, but the ibuprofen left her in bad pain so she was not taking it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Events:coils did migrate, I bleed 8 months straight, autoimmune disease were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils did migrate') and pelvic pain ('bad pain/ painful/ pain like early labour') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), musculoskeletal discomfort ("lots of hip pressure"), menorrhagia ("I bleed 8 months straight"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("reoccurig uti's and and burning down there"), asthenia ("huge drop in energy level"), dysuria ("reoccurig uti's and and burning down there") and genital haemorrhage ("irregular bleeding"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy (uterus, cervix an fallopian tubes)). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal distension, musculoskeletal discomfort, menorrhagia, autoimmune disorder, urinary tract infection, asthenia and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, asthenia, autoimmune disorder, device dislocation, dysuria, genital haemorrhage, menorrhagia, musculoskeletal discomfort, pelvic pain and urinary tract infection to be related to essure. The reporter commented: in a social media post that she was more comfortable standing than laying down. She was supposed to alternate ibuprofen and percocet, but the ibuprofen left her in bad pain so she was not taking it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event added- genital bleeding. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils did migrate') and pelvic pain ('bad pain/ painful/ pain like early labour') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), musculoskeletal discomfort ("lots of hip pressure"), menorrhagia ("I bleed 8 months straight"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("reoccurig uti's and and burning down there"), asthenia ("huge drop in energy level"), urinary tract pain ("reoccurig uti's and and burning down there") and genital haemorrhage ("irregular bleeding"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal distension, musculoskeletal discomfort, menorrhagia, autoimmune disorder, urinary tract infection, asthenia and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, asthenia, autoimmune disorder, device dislocation, genital haemorrhage, menorrhagia, musculoskeletal discomfort, pelvic pain, urinary tract infection and urinary tract pain to be related to essure. The reporter commented: in a social media post that she was more comfortable standing than laying down. She was supposed to alternate ibuprofen and percocet, but the ibuprofen left her in bad pain so she was not taking it. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event added- genital bleeding. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("coils did migrate") and pelvic pain ("bad pain/ painful/ pain like early labour") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloated"), musculoskeletal discomfort ("lots of hip pressure"), heavy menstrual bleeding ("I bleed 8 months straight"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("reoccurig uti's and and burning down there"), asthenia ("huge drop in energy level"), dysuria ("reoccurig uti's and and burning down there") and genital haemorrhage ("irregular bleeding"). The patient was treated with percocet [oxycodone hydrochloride;paracetamol] and ibuprofen as well as surgery to remove essure (hysterectomy (uterus, cervix an fallopian tubes) on (B)(6) 2014. At the time of the report, the outcomes for device dislocation, pelvic pain, abdominal distension, musculoskeletal discomfort, heavy menstrual bleeding, autoimmune disorder, urinary tract infection, asthenia and genital haemorrhage were unknown. The reporter considered abdominal distension, asthenia, autoimmune disorder, device dislocation, dysuria, genital haemorrhage, heavy menstrual bleeding, musculoskeletal discomfort, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: in a social media post that she was more comfortable standing than laying down. She was supposed to alternate ibuprofen and percocet, but the ibuprofen left her in bad pain so she was not taking it. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 21-feb-2023: reporter details updated for consumer, new reporter of lawyer, product indication and product start date and stop date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils did migrate') and pelvic pain ('bad pain/ painful/ pain like early labour') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), musculoskeletal discomfort ("lots of hip pressure"), menorrhagia ("I bleed 8 months straight") and autoimmune disorder ("autoimmune disease"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal distension, musculoskeletal discomfort, menorrhagia and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, device dislocation, menorrhagia, musculoskeletal discomfort and pelvic pain to be related to essure. The reporter commented: in a social media post that she was more comfortable standing than laying down. She was supposed to alternate ibuprofen and percocet, but the ibuprofen left her in bad pain so she was not taking it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("coils did migrate") and pelvic pain ("bad pain/ painful/ pain like early labour") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, adenomyosis, dyspareunia, depression, post-traumatic stress disorder, anxiety, palpitations, chest pain, asthma, vomiting, flank pain, kidney stone, painful intercourse, pelvic pain, dyspareunia and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloated"), musculoskeletal discomfort ("lots of hip pressure"), heavy menstrual bleeding ("I bleed 8 months straight"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("reoccurig uti's and and burning down there"), asthenia ("huge drop in energy level"), dysuria ("reoccurig uti's and and burning down there") and genital haemorrhage ("irregular bleeding"). The patient was treated with percocet [oxycodone hydrochloride;paracetamol] and ibuprofen as well as surgery (da vinci hysterectomy and bilateral salpingectomy. And hysterectomy (uterus, cervix an fallopian tubes)). At the time of the report, the outcomes for device dislocation, pelvic pain, abdominal distension, musculoskeletal discomfort, heavy menstrual bleeding, autoimmune disorder, urinary tract infection, asthenia and genital haemorrhage were unknown. The reporter considered abdominal distension, asthenia, autoimmune disorder, device dislocation, dysuria, genital haemorrhage, heavy menstrual bleeding, musculoskeletal discomfort, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: in a social media post that she was more comfortable standing than laying down. She was supposed to alternate ibuprofen and percocet, but the ibuprofen left her in bad pain so she was not taking it. New essure insertion date received on (B)(6) 2023: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 28-jul-2014: uterus, cervix, and bilateral fallopian tubes (hysterectomy and bilateral salpingectomies): - cervix with reactive squamous metaplasia. Secretory phase endometrium. Adenomyosis. Serosal fibrous adhesions. Bilateral fallopian tubes with benign paratubal cysts and medical devices compatible with essure coils. Left fallopian tube with focal endometriosis pre-operative diagnosis: menorrhagia, dyspareunia, abnormal uterine bleeding post-operative diagnosis: menorrhagia, dyspareunia, abnormal uterine bleeding specimen(s) received: uterus with or without tubes/ovaries gross description: there is a coiled essure wire present on each of the cornu. Assessment: procedure: robotic total laparoscopic hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.